Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient's insulin pump alerted with a low reservoir warning. The patient's blood glucose at the time of incident was 440 mg/dl. The patient treated via insulin pump therapy. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.